Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the control printed circuit board (pcb) was replaced to resolved the issue and sent back for investigation. The returned control pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.